Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant had been malfunctioning for about 1 to 1.5 years. The patient further explained there was an open circuit and 2 leads were shut down because it was determined that they had burned out and were no longer functioning. The patient said they worked with a rep 8 or 9 times since the issue began. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) and patient. The rep reported that every time the patient recharged, they would get a strong sensation at their implantable neurostimulator (ins) site, and on the left side of their belly that shoots all the way up through the lead. The patient met with the rep on the day of the report, and it was noted that their controller showed ¿settings not available.¿ the rep ran an impedance check, which showed that electrode 3 was ¿out.¿ it was mentioned that each of the patient¿s programs used electrode 3. The rep adjusted the patient¿s programs, and the patient could use the controller again. The rep stated that impedances currently read ¿avoid¿ on electrodes 0, 4, 7, and 3 and 5 are ¿out.¿ no contributing factors were known. After reprogramming, the issue was resolved. No further complications were reported or anticipated. Indication for use is un known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there was an issue with electrodes 0, 4, 5, <(>&<)> 7. Electrode #5 said ¿do not use¿. A check of connectivity shows that it¿s not connected properly. Electrodes 0, 4, <(>&<)> 7 showed ¿avoid.¿ the patient was getting oor issues when the system was programmed with those electrodes. The rep was able to reprogram the system without using those electrodes, and the patient again has good therapy. No further complications were reported.

Manufacturer narrative:
Deleted device code c62952. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.